Event description:
It was reported that approximately 7 years and 2 months following the implant of a transcatheter valve, severe aortic central regurgitation was observed. Subsequently, the transcatheter valve was explanted.

Manufacturer narrative:
D6b. Explanted date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 2 months following the implant of a transcatheter valve, severe aortic central regurgitation was observed. Subsequently, the transcatheter valve was explanted. Additional information was received that originally a second transcatheter valve was planned to be implanted but the patient decompensated rapidly and was sent to surgery where the valve was explanted and replaced with a surgical aortic valve.

Manufacturer narrative:
Image review: recent computed tomography (CT) imaging was provided for review, but with suboptimal image quality due to motion artifact and low contrast imaging. Implant depth is shallow, ranging from 2.3 mm on left coronary cusp (lcc) side, 2.0 mm on right coronary cusp (rcc) side, and 1.9 mm on non-coronary cusp (ncc) side. Calcium seen in the proximal left coronary artery (lca). Unable to visualize prosthetic leaflets. Aortic root angulation is 40°. Two static images from the bioprosthesis explant surgery were provided for review showing evidence of torn leaflet/s at the level of the commissures, but it is not possible to validate the cause of the leaflet tear during use from the images. As listed in the instructions for use (IFU): potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Updated: b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.